Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced several infusion sets fell off event on 03-mar-2026 during use due to adhesive issues. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-06506 - device 1 of 1. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.